Manufacturer narrative:
Results: the returned lantern delivery microcatheter (lantern) was bent at approximately 3.0 cm, 13.0 cm, 23.0 cm, and 71.0 cm from the hub. The device was kinked at approximately 104.0 cm, 136.0 cm, and 147.0 cm from the hub. An ovalizaton was observed near the distal tip of the lantern, approximately 148.5 cm from the hub. The returned lantern was attempted to be advanced through a demonstration 5f select and resistance was encountered at the kink. The lantern could not be advanced further. Conclusions: evaluation of the returned lantern revealed an ovalization near the distal tip. If the device is forcefully gripped or pinched during the procedure, damage such as an ovalization may occur. This ovalization may have contributed to the reported resistance while advancing the device. Further investigation revealed bends and kinks along the length of the catheter. Based on the returned condition, these damages were likely incidental to the complaint and may have occurred during packaging for return to penumbra. No other devices were returned for evaluation; therefore, the root cause of the reported complaint was unable to be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2019-01464.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using a lantern delivery microcatheter (lantern) and a neuron select catheter 5f (5f select). During the procedure, the physician experienced resistance after advancing the lantern approximately three fourth of the way through a non-penumbra diagnostic catheter. Consequently, the lantern became stuck and would not advance any further; therefore, it was retracted. The physician then attempted to advance the same lantern through a non-penumbra glide catheter, another non-penumbra diagnostic catheter and a 5f select; however, the same issue occurred. It was reported that two treatment zones were planned for coiling; however, one treatment zone in the target vessel was not able to be accessed due to the compatibility issue. Therefore, the physician placed a non-penumbra sheath in the celiac artery and advanced the lantern over a non-penumbra guidewire into the other treatment zone and successfully placed a pod4 and a pod packing coil (podj) to complete the procedure. There was no report of an adverse effect to the patient.